Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a history of noise oversensed by the right ventricular lead, causing some inhibition of pacing. During a routine generator change, the lead was observed to have abrasion of the outer insulation. The lead was capped and replaced, and there were no patient consequences.